Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review / investigation. Reporter is a j&j rep. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that as the reps were out counting consigned inventory stock, this item has a error in the bar-code. When scanned it shows (B)(4). However, the article on the box has the correct bar-code of (B)(4). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).